Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box revealed a power interruption call service 160 manual suspend warning on (B)(6) 2014. The test battery cap and returned cartridge cap were used to complete the investigation. The returned battery cap threads were found to be stripped and unable to secure tightly to the pump. The power reboot issues were duplicated during testing. The battery compartment was also found to be cracked at the threads above the bumper grip. There were no further power interruptions that occurred during the investigation. The pump¿s cover was removed, and no intermittent conditions were found to the pcb. Unrelated to the complaint, the text on the display screen was found to be dim and reddish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.